Manufacturer narrative:
A medtronic representative clarified that immediately following registration the surgeon checked accuracy on superficial anatomical landmarks, and was slightly inaccurate (~1mm). The surgeon felt comfortable proceeding with the procedure, feeling that the accuracy was sufficient for the purposes of this case. At a point later during the procedure, the accuracy was noticed to be greatly reduced. It was discovered that metal (mayo stand) in the em field was the cause of this gross inaccuracy. Upon removing the mayo stand from the field, the original accuracy (that which was noted directly following registration) was restored. A review of the patient exams by technical services did not find anything wrong with the exams. The software investigation found that the reported event was unrelated to a software issue. Per reported event, removing the metal mayo stand from the field resolved the issue as it was causing metal interference. The software functioned as designed. The instructions for use (IFU) that accompanies the device contains warnings regarding removal of metallic objects from the navigational field.

Event description:
A medtronic representative reported that during a transsphenoidal case as they were using the shunt placement stylet the doctor touched the tip of the nose and was off 4-5mm anterior. The rep pulled the mayo stand away from the emitter. Once the mayo stand was away from the emitter they checked accuracy and it was less than 2mm. There was no impact to the patient and this delayed the case 5 minutes.